Event description:
Patient had small reddish circular spot under saturation prove site on foot. Skin discoloration resolved within 1 hour after changing site. ====================== manufacturer response for neonatal spo2 non adhesive sensor, lncs neopt======================trying to troubleshoot